Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a wholey guidewire for a cath-lab procedure. It was reported that the device failed. Physician percutaneously accessed the right femoral artery but was unable to thread the wholey wire very far into the artery, as it met resistance to the access point and curled up on itself. Upon trying to remove the wire it was noted a knot formed at the tip of the wire which prevented the wire from moving further.

Manufacturer narrative:
Correction: type of reported event - serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: IFU was followed. Vessel was not tortuous. It was reported that the physician was able to percutaneously gain access in the right femoral artery with the cannulating needle with good flow. The j-wire could not advance beyond the common iliac artery, it was exchanged for a wholey wire. The wholey wire was able to advance all the way to the common iliac, but would not advance any further. The wholey wire was retracted. During retraction, a knot was noticed to be formed at the very tip of the wholey wire the needle was removed. The physician then attempted to place a 6fr sheath in an attempt to get the knot within the sheath to remove it, but the sheath would not advance over the wire. During the removal process, the wholey wire became elongated and deformed. A surgeon was contacted to perform a femoral cutdown to remove the wire. The patient was hemodynamically stable throughout the procedure and was transferred from the cath lab directly to surgery. Patient status was reported as fine. If information is provided in the future, a supplemental report will be issued.